Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens service found a dirty test table and a damaged calibration chip. The workshop repair has been completed. All tests were performed using the power supply provided with the instrument. The returned hcg cassettes were run and all results were as expected with no false results. The instrument was run and it passed all tests with no problems found.

Event description:
The customer reported a false negative urine hcg result on the clinitek status+ compared to a positive blood test. There was no report of injury due to this event.